Manufacturer narrative:
Product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type : lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that it was assumed the battery was dead due to normal battery depletion.

Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead. Product ID: 4351-35, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead. Product ID: 4351-35, serial/lot #: (B)(4), ubd: 10-oct-2015, UDI#: (B)(4). Product ID: 4351-35, serial/lot #: (B)(4), ubd: 10-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that there was lead erosion. A lead was spotted in the patient¿s stomach on (B)(6) 2019 and the hcp performed a gastronomy to remove all the pieces of the leads. The patient reported on (B)(6) 2019 that they had developed a seroma. They also stated that their device had not been working and they just wanted it out. The battery was dead, but they hadn't followed-up with their hcp in a long time prior to the explant. It was noted that the patient had their entire implant removed due to a silicone disk eroding into their stomach. It was unknown if the issue was resolved at the time of the report. No further complications were reported or anticipated.